Event description:
Approximately 6 months following cypher stents, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment was acute myocardial infarction. The target lesion is noted as the mid right coronary artery but there are no lesion or vessel characteristics provided. It is unknown if the lesion was pre-dilated. The 2.75 x 33mm stent was deployed at 16 atms for 10 seconds. Stent overlap is reported. It is unknown if post-dilatation was performed.